Manufacturer narrative:
Citation: lueth et et al. Retrospective comparison of the supported and unsupported bovine jugular vein conduit in children. Journal title. Ann thorac surg. 2019 aug;108(2):567-573. Doi: 10.1016/j.athoracsur.2019.03.021. Epub 2019 apr 8. Presented at the congenital heart surgeons¿ society, chicago, il, oct 21, 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the clinical outcomes and echocardiographic valve performance between the unsupported bovine jugular vein and supported bovine jugular vein conduits in patients who underwent pulmonary valve replacement. All data were retrospectively collected from a single center between january 2009 and december 2017. The study population included 101 patients (predominantly male; mean age 4 years; mean weight 15 kg), 109 medtronic contegra valved conduits were implanted (no serial numbers provided). Among all patients, 4 deaths occurred during follow-up (median duration of 3.6 years). It was reported that ¿no deaths were conduit-related.¿ based on the available information, medtronic was not associated with the deaths. Among all patients, adverse events included: conduit replacement (due to stenosis, regurgitation, combination of stenosis and regurgitation, or valve degradation from endocarditis), catheter-based conduit intervention (balloon valvuloplasty or stent placement), moderate-severe regurgitation, abnormal right ventricular function, and high gradients. It was noted that the organisms in the cases of endocarditis were streptococcus, staphylococcus, lactobacillus, and abiotrophia. Additionally, all cases of endocarditis were stated to be confined to the conduits. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.